Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having a low of low blood glucose for a month. The customer¿s blood glucose level at the time of the incident was 40 mg/dl. The customer¿s current blood glucose level was 32 mg/dl. The customer treated their low blood glucose with food. Troubleshooting was not completed because the call was dropped. The device will not be returned for analysis.